Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt's nurse reported following treatment, the pt opened the cycler door and fluid leaked out of the cassette. The set was discarded. During f/u, the nurse stated the pt's effluent has remained clear. There were no signs of infection and no prophylactic antibiotics were administered. No adverse event reported at this time.